Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer reported problem of "alarm f-38" was confirmed. Service determined that the cause was due to an issue with the force sensing resistor, which was replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.